Event description:
While using ag310 , they allege that handpiece was heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. During investigation it was found that the water filter was clogged, restricting water to the hpc, the hpc water control was turn to minimum, without water flow, causing the st to heat up. Damaged part have been replaced to meet factory's specs. Software have been updated. No other faults found. Incorrect st was sent in. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard and is tracked as part of monthly psc meetings.